Event description:
It was reported by the field service representative (fsr) that during transport, the pump alarmed low battery when unplugged from inverter. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Manufacturer narrative:
(B)(4). No iabp part was returned to teleflex chelmsford for investigation. The reported complaint of "the pump alarmed low battery when unplugged from inverter" is not able to be confirmed. The root cause of the complaint is undetermined. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. The specific serial number was not reported, but a device history record (DHR) review was conducted for all the lot numbers/serial numbers at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported by the field service representative (fsr) that during transport, the pump alarmed low battery when unplugged from inverter. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.